Manufacturer narrative:
The reported failure of the flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information from a patient's family that the trilogy evo ventilator displayed ventilation volume has been low for approximately the past half month, the usual vte was 180 but the displayed value was around 155 while in use by the patient. It was stated that there was no issue with the circuit or cannula. There was no report of harm or injury. The trilogy evo ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation the ventilation volume was measured with a calibrated external measuring instrument and the machine displayed value was confirmed to be lower than the actual measured value. When similar verification was performed with another device, there was no discrepancy between the actual measure value and the machine displayed value. It was determined that the issue was caused by a failure in the flow sensor, and the flow sensor was replaced. The measurement was performed again after replacing the flow sensor, and the discrepancy between the displayed and measured values were resolved. Additionally, during the service of the device, internal checking was performed, and dirt was confirmed on the flow sensor, muffler assembly and blower assembly, therefore the components were replaced as part of maintenance of the device. A functional test was performed, and the device failed the fio2 sensor test step. Contamination on the inline proximal filter was confirmed by internal checking, therefore the inline proximal filter was replaced. The device was retested and passed all testing. The service center performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.